Event description:
Customer, purchasing manager, reports that she received two appliers in which it was reported the clips would not close and the device was randomly shooting and misfiring. The second applier was used and it also misfired. No pt injury and/or intervention reported.

Manufacturer narrative:
Device sample requested but not received. Investigation report not available at the time of this report.